Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the pdm (personal diabetes manager) was giving an incorrect bolus suggestion with bolus calculator. Blood glucose reached 400 mg/dl and he had to go to the hospital. Patient was treated with a manual injection of rapid acting insulin (exact amount was not provided).

Manufacturer narrative:
The returned product was evaluated. No problems were found with the suggested bolus calculation from the pdm (personal diabetes manager) based on the number of carbohydrate intake reported by the user. Delivery test successfully passed and recorded into the device memory. During the bg (blood glucose) meter strip insertion verification test the pdm was found to recognize the activities and powered on with no issue noted. The pdm was found to function as intended.